Event description:
Information was received that the patient's generator only was replaced. It was stated that the physician decided to switch out the generator first after examining the lead. When he changed generators, the impedance was within limits. Using a test resistor pin in the old generator showed high impedance, which led them to believe the problem was with the generator. The generator was not given to the representative for return. The patient's replacement surgery facility is a no return site therefore the explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
Information was received that every time the patient touches her lead, she feels the vns turning off/on. It was stated the pain has increased. The patient senses very inconsistent stimulations and high impedance was seen on the device. The patient is also having tenderness at the site of the vns incision where the lead is close to the surface of the left anterior neck. The pain is significant and also results in severe nausea. Per the physician, the pain is due to the vns lead irritating the neck, and there is no skin penetration. If the patient touches her neck, they feel very nauseated. The patient's seizure frequency has increased since vns has had high impedance. The patient usually had seizures 3-4 times a month, and her recovery was quicker about 2 hours and the magnet was very effective and now frequency has increased to twice a week and the patient has a postictal period of 1-2 days and magnet is not as effective. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator following a car accident. It was reported that the patient's chest was impacted by the seatbelt / dashboard. Chest x-rays were performed and reviewed by the patient's neurologist. The neurologist indicated there were no kinks, separation from the generator or issues. The patient experienced an increase in seizure frequency. The patient was seen and their lead was observed to be protruding. The neurologist indicated the cause of the increase in seizures, high impedance, and lead protrusion was likely the car accident. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.